Event description:
The customer tested blood glucose at 10:30pm and received a result of 177. The customer went to bed. Spouse tried to wake customer to see if customer had taken medication but customer was unresponsive. The emt's were called and they received a result of 34mg/dl. The cusotmer was given fast acting glucose and taken to the hosp. The customer is not sure what was done at the hosp. The customer was not using controls, the customer was also storing glucose strips outside of the original container. The customer had not taken medication that night. Customer also stated that no matter what the night time reading is customer takes the same amount of medication. A request was made for the return of the suspect device and replacement product was sent.